Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 20, 2026, senseonics was made aware of a user's hyperglycemic event. The user reported a confirmed blood glucose (bg) value of 470 mg/dl, while no sensor glucose (sg) reading was available due to the system not displaying data at the time. Upon review, this was attributed to an expired calibration, which also explains why no high glucose alert was triggered. There was no system malfunction involved. The user did not seek medical treatment and managed the event independently using their insulin pump. The user's healthcare provider was not aware of the incident, and they were advised to follow up for further guidance. The data management system indicated that the user has since resumed system usage.